Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the length of the stent were lifted upwards from the stent profile. This type of damage is consistent with resistance being experienced during withdrawal of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified right coronary artery (rca). A 3.00x32mm promus premier¿ stent was selected; however, the device failed to cross the lesion. When the device was removed from the patient, it was noted that the stent struts were lifted off the balloon. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified right coronary artery (rca). A 3.00x32mm promus premier¿ stent was selected; however, the device failed to cross the lesion. When the device was removed from the patient, it was noted that the stent struts were lifted off the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).